Event description:
Pericardial effusion. Repeat ablation it was reported that a farapulse catheter was used as the ablation catheter for the repeat ablation. The procedure occurred as part of a bwi-sponsored study, but repeat ablation was performed with a non-study catheter (the farapulse). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).